Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which the customer treated with a manual injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind successfully. However, troubleshooting did not occur for the no delivery alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed motor test. No motor error alarm and no excessive no delivery alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.